Manufacturer narrative:
The hill-rom technician found the foot tray was cracked. In the periodic inspection for sabina ii, one check point states: inspect the foot tray for cracks and secure fit on the metal frame. Verify that the foot frame is fixed securely on the base. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the foot tray to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot tray was cracked. The lift was located at (B)(6) (the account) at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).